Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res# (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod dash controller/personal diabetes manager (pdm) battery takes a long time to charge; the patient stated they occasionally have to change outlets for the battery to fully charge. It was also reported that the battery starts to overheat while the pdm is charging. No harm to the patient was report and no medical assistance was required. A replacement pdm was issued to the patient.